Event description:
During an atrial fibrillation procedure the patient had a cardiac tamponade leading to severe ischemic neuropathy, resulting in death.

Event description:
Towards the end of the case, the pt's bp dropped suddenly, indicating a perforation and tamponade. There was an initial recovery of about 1200 ml of blood. The chest was opened and the pt put on bypass. Surgery was successful, and the pt was taken to the ICU. The next day the pt showed no signs of waking up. An MRI of the pt's brain was done which showed a focal area fo severe ischemic neuropathy. It was decided to take the pt off life support.